Event description:
This case was initially received via regulatory authority (B)(6) on 14-aug-2017. It was reported by a consumer and describes the occurrence of pelvic pain ("pain in area of insertion") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion disability), asthma ("rapidly progressing asthma"), fatigue ("fatigue") and migraine ("migraine"). At the time of the report, the pelvic pain, asthma, fatigue and migraine had not resolved. The reporter provided no causality assessment for asthma, fatigue, migraine and pelvic pain with essure. The reporter commented: no improvement. Recognised as a handicapped worker as of (B)(6) 2016 the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 15aug2017 for the following meddra preferred terms: - pelvic pain: the analysis in the global safety database revealed 3.455 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts." Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.